Event description:
Subsequent to the initially filed report, the following information was received: it was reported that there was resistance during advancement and retraction of the second prostyle device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to a intra-aortic balloon pump (iabp) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle used. A second prostyle device was used; however, the device was not pre-flushed prior to use. There was no blood back flow while advancing the device. The device was advanced and retracted and the vessel was damaged. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to an 8f and the iabp procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.